Event description:
It was reported that during a pci procedure involving a very calcified and 99% stenosed lesion in the proximal left anterior descending (lad) coronary artery, the floppy rtw guide wire fractured. The physician attempted to advance an atlantic sr pro2 catheter for pre-imaging; however ,they were unable to cross the lesion. The physician confirmed the degree of calcification with ivus imaging and fluoroscopy, and elected to perform a rotational atherectomy procedure. The rotalink plus 1.50mm burr was set at 180000 rpm and the lesion was ablated. The physician attempted to image with the atlantis catheter (advanced over the floppy rtw) again; however, he was still unable to cross the lesion. When the burr was advanced over the wire and the rpms were being adjusted outside of the body, the wire fractured. Upon removal of the guide wire, it was noted that the spring tip of the wire had fractured and remained in the patient. The physician attempted retrieval of the tip; however, it was located in a very small distal vessel of lad apical and he was unable to retrieved. The lesion was post dilated with a grandslam and a multilink vision 3.0/23 stent were used to complete the procedure. Patient status is listed as "stable".

Manufacturer narrative:
The wire has not been returned for analysis as of this date.